Event description:
Per the patient's case manager, the earhook from the esprit 3g (sound processor) is creating a "separation" between his auricle and his head. It was recommended that the surgeon evaluated the wound's current condition and that the processor be worn on the contralateral ear. Soft covers for the earhook have been ordered. The patient will undergo surgery to repair an auricular fistula.

Manufacturer narrative:
This type of event is not addressed in the device labeling.